Event description:
It was reported that the user¿s ilet system displayed ¿cgm readings unavailable¿ while the ilet was in start sensor and dosing was stopped, with intermittent loss of readings during early use of a paired freestyle libre 3 plus sensor; the issue was resolved after rescanning and re-pairing, and readings resumed, though a disclaimer icon indicated limited accuracy during initial sensor use. The user experienced a glucose peak of 271 mg/dl with no adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue with intermittent communication failure associated with the cgm¿s wireless interface, involving electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.